Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger . Analysis of the recharger c0373153 found evidence of broken connector pins. Fdc code 67 applies to the recharger. Fdc code 92 applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy, spinal pain. It was reported that the desktop charger (dtc) had a broken connector, and was heating when plugged in. The patient reported that the ins was dead and needed to charge. No symptoms and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the desktop charger connector was broken just due to being old and "wear and tear." They also added that nothing was "dead" and their issue had been resolved. No further issues were noted or anticipated.